Event description:
Reported as "broken access port".

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted an opening on the port tubing located in between the port/injection site and the stainless steel connector. The opening on the port tubing may be wear related as there's no clear evidence of surgical damage. This opening may have been the cause of the leakage. Also, a breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of hte device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."